Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the spinal fixation was performed by using the expedium verse system. The fixed area was t12-l1. During the surgery, when the surgeon tried to break the reduction tabs with the tab breaker (2997.04.310), he found that the tip of the tab breaker got broken. This event did not affect the surgery, which was successfully completed without any delay. There was no adverse consequence to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Visual examination at the macroscopic level reveals that the failure was at the weld interface between the tip and the leaf spring. Device was then sent for fracture analysis. The fracture analysis report suggests that the failure was due to a static overload. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the leaf spring fracturing cannot be positively determined. However, the fracture analysis report suggests that the failure was due to a static overload. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. . If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.